Manufacturer narrative:
The initial MDR with manufacturing report number (3003442380-2024-37462), was submitted on 27-jan-2025. Upon receiving additional information, it was discovered the patient had hyperglycemia. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, health effect - (clinical code), health effect - (impact code). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
E1": patient city- (B)(6). Patient country-united states. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2024. The leakage is from the quick release. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.